Event description:
It was reported that during a remote transmission it was observed that some patient data for the "lead 1" parameter had cleared, as there were question marks in that parameter area. An electrical reset was suspected. The data for this parameter needed to be re-entered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (std) review indicated that there was a diagnostics problem. S2d file (B)(4) shows 2 parity error counts between (B)(4) 2009.